Manufacturer narrative:
The investigation for the reported pump stop issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the pump stop was bearing wear. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump stopped due to high motor current. The pump was exchanged with a new pump and the patient remained stable.